Event description:
The user facility reported that the 90 degree factory crimped fitting separated at the water softener inlet connection, causing water to flood the floor where the system was located and an adjacent room. Facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays, property damage were reported.

Manufacturer narrative:
A steris technician inspected unit and noted the 90 degree factory crimped fitting had separated at the big blue inlet connection. Technician replaced the hose and 90 degree factory crimp fitting. Technician tested unit including running two diagnostic cycles and found the unit operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).